Manufacturer narrative:
(B)(4). Batch #t5et1m. Investigation summary: upon visual inspection of two photos, the following was observed: the first photo shows tissue handling by surgical instrument and slight bleeding could be observed. The second photo shows tissue with what appears to be two staples not properly formed. Based on the photos reviewed, the event described is confirmed, however, no conclusion or root cause could be determined. The analysis found that one plee60a device was returned with no apparent damage and with one gst60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted.

Event description:
It was reported that during an unknown procedure, there were malformed staples on each firing. The doctor noticed on the first firing, the staple line did not form. The procedure was completed with no patient consequences. No additional information is available at this time.